Event description:
It was reported that while the anesthesia system was in use for treatment there were suddenly no readings for tidal volume and etco2. There was no patient harm. Manufacturer's reference #:(B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system after the event and no fault was found. No parts were replaced. Device logs were received for evaluation. Evaluation of the logs shows that the system checkout performed prior to and after the event, was successful. The treatment was started in manual ventilation and three minutes later the ventilation was set to automatic ventilation. An alarm for leakage and expiratory minute volume low were generated. The system was set manual ventilation a few seconds and then back to automatic ventilation. Alarms for leakage, expiratory minute volume low and respiratory rate high were generated. The change between manual and automatic ventilation were then repeated several times. Alarms for respiratory rate high, etco2 low, expiratory minute volume low, leakage and a few fio2 low, were generated. About 23 minutes after treatment start, the treatment was ended, and the system was shutdown. The log confirms that the measured etco2 was low and during periods even close to zero. The system delivered the set tidal volume, but the measured expiratory volume was very low indicating that almost no volume was returning to the system. The measured peak pressures were low and set peep was not maintained. The technical log has no recordings during this date, which indicate the absence of technical malfunctions in the system. The combination of the alarms for leakage, expiratory minute volume low, and respiratory rate high together with the measured values for expiratory volumes, peak pressure, and peep, that all were low, indicate that there was a leakage in the breathing system. During a leakage, a smaller volume than the volume the system delivers reaches the patient which leads to less gas exchange and a lower etco2-values. Our conclusion, based on the field service engineer investigation of the system after the event and the evaluation of the logs, is that there was no technical malfunction in the system at the time of the event. The logs indicate that there was a leakage, but the true cause of the leakage situation has not been determined in this investigation.